Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, xerostomia, infection, fistula, bleeding. Patient developed swelling about 1 week after implant was placed. Patient was prescribed clindamycin at the time of implant placement but decided no to take it, because "antibiotics are bad for you" and oral hygiene was not good at all - food was found on gingiva.